Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No prime and fill anomaly noted during testing. The insulin pump was received with intermittent button response due to flattened buttons dome switch. Keypad connector was fully locked. No cosmetic damage noted during testing.

Event description:
The customer reported via phone call that the insulin was squirting during the prime process. The customer's blood glucose was 219 at the time of call. The customer stated that the insulin continued to drip after letting go of the act button. The insulin pump will be returned for analysis.